Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motor gearbox was returned for evaluation; however, it was unable to be tested due to return shipping damage (smashed brake cap and broken micro switch), so the complaint could not be verified. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
Left motor brake not holding.